Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that while performing preventative maintenance on the device, the unit was not recognizing the pads. There was no patient involvement.